Event description:
According to the reporter, while the device was being applied to the lobes during a thoracoscopic lobectomy surgical procedure, the stapler was unable to fire. The surgeon was able to press the green button, however was unable to squeeze the handle. They replacedthe staple cartridge with a new one in order to complete the case. There was no patient injury.